Event description:
On 12/20 PICC was placed. On 12/25 PICC was removed. Dr feels pt's arm problem is due to cellulitis from insect bite, etc. However, rptr wants to check about why cath turned red. (Nurses at dr's office had given adriamycin.) Rptr wanted to make sure drug hadn't leaked out slowly explaining good blood return. Arm problem dependent to vein as if totally unrelated or due to gravity.